Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt was found to have a sub acute thrombosis with total occlusion of the vessel which was originally stented. In 2004, the pt presented to the emergency room with chest pains. The pt had a history of diabetes, a past mi, hypertension and was renal insufficient. The physician successfully implanted a taxus express2 2.5x12mm drug eluting stent in the first diagonal. Four days later the pt was discharged from the hosp at 16.21pm and returned to the ER complaining of chest pain at 22.08 pm. Pt was taken to ccl and the diagonal was determined to be totally occluded. The physician re-opened the stent with a balloon. The pt was transferred to the intensive care unit. Eight days later the pt was moved out of the ICU but remained hospitalized.